Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.

Event description:
New information received noted that the right ventricular (rv) lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.